Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the gas system failed to calibrate due to an apparent sticking of the fi02 knob. The knob was turned manually. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.